Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA via medwatch # mw5099291. Investigation summary: no product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0007 lot number 20066714 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 19jun2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d 3ss cv leaked saline/medication from a small hole below the pump during the infusion. The following information was provided by the initial reporter: "nurse entered the patients room and noticed medication/saline was dripping off of the IV tubing below the pump a small hole was found in the infusion set below the pump unknown how much medication was given".